Event description:
(Bmd was not alerted right away to incident. Not aware incident occurred until (B)(6) 2010). Transport ventilator "quit working" on patient. Unit alarmed. Backup ventilation used. No injury to patient.

Manufacturer narrative:
Found eeprom somewhat dislodged in socket. Likely due to impact to device. Will be changing entire p.c. Board, as it is 1999 vintage. Had not been in for service since 2001.